Event description:
It was reported that the patient underwent trabeculectomy on an unknown date and suture was used. The surgeon opines the suture opened too soon and absorbed too quickly. The patient experienced a small dehiscence. Additional information has been requested.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. The samples were found to be below the minimum tensile requirements. The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch gl6414, batch eck117, batch gem968. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.